Event description:
During a clinic follow-up, undersensing, noise resulting in oversensing, and post-sensed t wave oversensing were observed on the device. Abbott technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.